Manufacturer narrative:
The rehab manager at (B)(6) nursing home stated that an internal investigation of the incident was done. It was determined that there was nothing wrong with the wheelchair after their evaluation and that it was an error of the cna that was operating the device. This wheelchair is not going to be returned to sunrise medical. There will be no follow-up MDR filed to the FDA.

Event description:
An adverse event involving a quickie iris wheelchair was reported to sunrise medical on (B)(6) 2014. The incident occurred at a rehab facility where the end-user was being cared for by a certified nurses assistant. The rehab manager of the facility reported that the cna was moving the end-user from a tilted position in the wheelchair back to an upright position when the end-user's momentum caused the wheelchair to flip forward. The rehab manager stated that the cna was able to stop the wheelchair from completely flipping forward but that the impact from the end-user's feet hitting the ground caused both of his ankles to fracture.